Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code and a "service required" code were found in the ventilator's downloaded error log. The device's oxygen blending module board and system board were replaced to address the issue.